Event description:
It was reported that, during an in-clinic follow-up, daily activity trend data was not available to be viewed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.